Event description:
The customer's daughter reported via phone call experiencing high blood glucose levels. The customer's daughter stated that the customer was hospitalized due to non-insulin pump related issues and was about to have a magnetic resonance image taken. The customer's blood glucose was over 100 mg/dl. The caller advised that she would call back to document the hospitalization if they found out that the event was actually related to insulin pump therapy. The customer was advised that the infusion set cannula could remain in the body during the magnetic resonance image scan as long as the insulin pump remained disconnected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.